Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The details and location of the lesion are unknown. The 3.5x15mm quantum maverick monorail balloon ruptured. The number of inflations and pressure is unknown. The balloon was removed intact. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)